Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of patient conditions. The reported recurrent mitral regurgitation (mr) resulting in dyspnea appears to have been a result of the reported slda. Recurrent mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted a posterior prolapsed flail was present. An ntw clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2021, a cardioversion was performed, and the patient experienced shortness of breath. Transthoracic echocardiogram (tte) was performed and it was observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. The physician suspected cardioversion caused the slda. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.